Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for two patients. Patient a and b samples were tested for crem and results of 231umol/l and 285umol/l were obtained respectively. The crem results were reported out of the lab and questioned by the physician. The original samples were re-tested for crem and lower results were obtained; 67umol/l for patient a and 31umol/l for patient b. Amended reports were sent. Per customer, there was no effect to patient treatment.

Manufacturer narrative:
Prior to the event, qc recovered within the customer's established ranges. There were no error messages or instrument flags associated with the event. The specimens were collected and prepared per manufacturer's instructions. A field service engineer (fse) was dispatched to the customer's lab: the fse performed 20-replicate precision studies on two other samples with good results. A clear root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.